Event description:
Per the clinic, the patient experienced pain at the implant site. The patient was treated with oral antibiotics, however, the issue did not resolve. The patient underwent a revision surgery for a washout of the implant cavity with antibiotics and the surgeon confirmed presence of biofilm. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent explantation on (B)(6) 2025, with surgical lavage performed under general anesthesia, and intravenous antibiotics were administered during the procedure. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.